Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery (cia). A 9.0 x 25 express stent was implanted in the lesion. The 9.0 x 20 sterling balloon catheter was then advanced for post-dilatation and during the first inflation, the balloon ruptured at 5 atms. The device was exchanged for a 10 x 20 sterling balloon catheter and the procedure was completed successfully. There were no patient complications reported and the patient's status is good.

Event description:
Reporter alleged the customer obtained the results of 319 mg/dl, 202 mg/dl and 82 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that in the next 10 minutes, the customer obtained a 457 mg/dl and 107 mg/dl on the same aviva system. Reporter stated that the customer self-treated with cheese and a couple of peppermints. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.